Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by emails and phone calls to obtain patient treatment settings, patient information, patient photos, and sun exposure which wasn't sent. A lumenis service engineer analyzed the device and detected that the light guides, filters, and ipl output energy window were very dirty. Clean optical surfaces and test the energy output calibration. Check system operating parameters. The unit is ready for use and meets the product specifications. The mark on the optics indicates on inappropriate cleaning of the part prior to treatment. A review of the subject device IFU (um-1024721_h) revealed on page 128: "keep the lightguide free from debris and other foreign matter and gel at all times and clean it after each patient. Keep the lightguide clean from foreign matter since any particles or debris on the lightguide will get hot due to absorption of light and may cause epidermal injury and increase patient discomfort". Caution message emphasizes "clean the lightguide only after it has cooled and not immediately after treatment." No incident forms were sent after the follow up attempts. While the information received to date does not confirm that a malfunction had occurred neverthless, the company is reporting the adverse event in an abundance of caution as no information on the severity of the injury was received. Based on the information provided the most probable root cause of the injury was a user error, a failure to follow the um instructions. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a blister on an unknown anatomic part following ipl treatment with a lumenis m22 laser. The patient was under anesthetic.